Manufacturer narrative:
(B)(4). Device a was received with the blade broken off and present. During functional testing on a generator the device gave an error code 5. The device will stop activating, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade becomes damaged. The location of the break is inside the tube proximal to the tissue pad. The blade broke off due to contact with metal. Device b was returned with the distal tip of the blade broken off and returned with the device. The remaining blade portion was scratched ¿ evidence of contact with metal in or out of the operative field. The device was activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade ¿lockout¿ later in the procedure, and continued usage can result in a broken blade.

Event description:
It was reported that during a laparoscopic myomectomy, the blade was broken off inside the patient. The same event occurred in the 2nd blade. The broken blade was removed from the patient. An error 5 was displayed. The devices were used in being pressed with the blades to the uterus wall. Another device was used to complete the case. There were no adverse consequences to the patient. Two devices will be returning.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.